Event description:
It was reported that the cautery connector of the pk dissecting forceps instrument was broken. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire to be broken at the yaw pulley exit. The yaw pulley has a burn mark directly above the break site. The other yaw pulley has a burn mark on the same side as the conductor break. The wire insulation has localized charring/melting at break site. The broken wire may have caused burn marks on the yaw pulleys. The wire may have broken due to catching on components during the wrist articulation. Electrical continuity failed. No other damage found.